Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that during a clinic appointment it was seen that 2 of the electrode channels has high impedances, over a period of time a further 5 channels impedance increased until 7 of the electrode channels had high impedances.